Event description:
It was reported that during a da vinci partial nephrectomy procedure, the surgeon observed that a metal cable was slightly peeled. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that rip cable was frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. The other cables as the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.